Event description:
It was reported that the stent elongated, and an additional device was required. An eluvia? Was selected for use in a percutaneous transluminal angioplasty procedure to treat a case of chronic total occlusion (cto). The target lesion was located in the superficial femoral artery (sfa) and was 100% stenosed. The wire crossed easily. A thrombectomy was performed using a non-boston scientific (bsc) mechanical thrombectomy device, with a non-bsc embolic protection device placed distally within the popliteal artery. An unknown 5mm balloon was used to pre-dilate the lesion, prior to the delivery of the eluvia stent. Approximately 30% of the stent was deployed when it stopped deploying. The delivery catheter was pulled, which caused the stent to elongate. The physician requested some pacemaker instruments and cracked the delivery handle open to fully deploy the stent. The physician and staff reported that the non-bsc embolic protection device was tangled up within the eluvia delivery handle. As a result, the non-bsc embolic protection device and eluvia delivery system were removed together. A second eluvia stent was placed proximally to the initial stent in order to fully treat the lesion. There were no patient complications.